Event description:
It was reported that the patient had an infection. The pump was put in and pulled out a week later after implant. It was noted that in the time of 5 days the patient was so close to death and became septic. The (ER) emergency room removed the dressing and then sent the patient home with gauze and tape. The patient¿s back was wide open without any dressing. The managing health care professional gave the patient supplies to put gauze back on, and then the patient got an infection. The pump was used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-00164 for event related to the patient¿s emergency room visit.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n248193, implanted: (B)(6) 2010, product type: accessory. (B)(4).